Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 8 months. The replaced portion of the driveline was received for investigation. The evaluation is not complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. The customer submitted system controller log files for review due to pump stop events. The patient was reported to be asymptomatic. The manufacturer's technical services representative reviewed the submitted log file and observed multiple pump stoppages which only appear to have occurred while the pump was connected to the power module. This type of behavior has been linked to potential issues with the driveline. On (B)(6) 2016, an external driveline replacement was performed without incident by technical services. The patient was provided an ungrounded power module patient cable for use while on power module support. No further issues were reported.

Manufacturer narrative:
A distal end percutaneous lead replacement was performed and the returned driveline was evaluated and passed the electrical continuity testing. Visual evaluation did not confirm any wire compromises that would have contributed to the events captured in the submitted log files. The driveline was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. The long term plan of care was undetermined at this time. The patient was assigned two ungrounded patient cables and was sent home. The patient remains on pump support and no further related events have been reported. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.